Event description:
The customer reported, "the exposure is lit all the time." The fse indicated this issue as a lock up with no radiation exposure. There is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.